Event description:
Rptr was collecting blood from a pt and the blood collection tube broke. Rptr got cut by the broken glass and was exposed to the blood. Rptr is getting treatment as a result of the exposure. It is unknown if the blood was infectious because the pt refused to be tested.